Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged stage 3 renal failure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged stage 3 renal failure. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal parts of the device and found dark unknown dust contaminant on the top enclosure and front panel. An unknown dust contaminant was observed on the rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress with contamination consistent with mineral deposits was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer used a known good power supply and power cord to confirm the device powers up and provides airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. The manufacturer previously submitted MDR 2518422-2022-58054-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. Section b2 was corrected to other serious or important medical events. Section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged stage 3 renal failure,. There was no medical intervention required by the patient. The reported event stage 3 renal failure and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation, and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.